Event description:
The male pt was enrolled in the study. The target lesion was located in the distal rca. The lesion was de novo and not ostial. The vessel was classified as type b2. The main indication for the procedure was stable angina pectoris. The vessel was not predilated. A 2.75 x 13mm cypher select plus stent was implanted at 16 atm with satisfactory results. No postdilation was necessary. A 3.0 x 23mm cypher select plus stent was then implanted at 18 atm. Postdilation was conducted for this stent because there was insufficient flow. The procedure was successfully completed.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l information will be submitted within thirty days upon receipt.